Event description:
Charge nurse, alleged that the patient was found on the right side of the bed and the patient had a laceration on their forehead. Nurse, stated that the bed was in the low position, all the siderails were up, and the head section was elevated between 20 to 30 degrees. Hill-rom technician ii, found that the nursing staff was unsure of how to arm the ppm. Rep inserviced nurse, on the scale and ppm system. He also offered to come back and inservice and remaining staff.